Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician to a sales representative and forwarded by our local affiliate (B)(4). This case involves a patient (age and gender nos) who was treated with poly-l-lactic acid (sculptra). Relevant medical history and concomitant medication information were not mentioned. On an unspecified date, the patient detected several nodules on both cheeks and the infraorbital area. Event outcome is unknown. Per our affiliate, further information is not available. Reporter's causality assessment: possible.